Manufacturer narrative:
The report of ¿lead insertion issue¿ was confirmed. Analysis of the returned ipg found that the end contact of a lead was stuck in port two (not port three as stated in the event details) of the ipg header. This stuck contact was the root cause of a new lead not being able to be fully inserted into port two, all other ports (one, three and four) had no insertion issues.

Event description:
Related manufacturer report numbers 1627487-2023-04179, 1627487-2023-04180, 1627487-2023-04181, 1627487-2023-04182. It was reported that the patient's leads had migrated due to multiple falls. In turn, surgical intervention was undertaken wherein the leads were explanted and replaced to resolve the issue. During the procedure, the ipg was also explanted and replaced due to being unable to insert the new lead completely.